Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the asystole occurred during the attempt of the his lead. Pacing support was delivered through the analyzer using the rv lead. The fixation difficulty was due to the helix being unable to engage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and asystole during the implant procedure. The left ventricular (lv) lead exhibited placement difficulty due to patient anatomy. It was noted that the tip electrode and lead were too big for the target vein. Attempts were made to multiple branches, then the lv lead was removed, and a his lead was attempted. The his lead dislodged and could not be affixed. The helix was not able to gain ¿purchase.¿ the physician speculated that the angle at which the his lead was positioned may not have been perpendicular enough to the target location. The his lead was removed. The implant was abandoned. Another procedure will be scheduled for the future. No further patient complications have been reported as a result of this event.